Manufacturer narrative:
Product analysis: analysis confirmed via the logs the customer comment of a generated error and additionally noted that the display wires were pinched and the insulation exposed, and it also confirmed the customer comment referencing the device having been dropped and noted that its lower case was broken, the upper case was scratched and the output connector assembly was damaged. The keypad, one case screw and four knobs were contaminated and the main printed circuit board was out of specification in an electrical manner. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was recalibrated and functionally tested and passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator generated an error. It was further noted that it appeared to have been dropped. The generator was returned for service. No patient complications have been reported as a result of this event. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.